Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence and multiple urinary tract infections. A physician evaluation was requested. A revision surgery will be required but has not been performed yet. No further details have been provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.